Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead could not be fixed after multiple reposition attempts. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.